Manufacturer narrative:
Visual inspection confirms the bone screw disassembled from the head. The ring and crown were still assembled in the head. A portion of the ring has been sheared off, with the remaining portion of ring still seated in the groove of the head. The bone screw head diameter has been inspected, and found to be within print specification. The retaining ring is fully seated, but has been partially sheared off. A broken portion of the ring is split and bent out of the ring groove. The sheared portions are on either side of the retaining ring gap, which could reduce force required for ring failure. The above observations are consistent with overload as the mechanism of failure.

Event description:
It was reported that the patient underwent surgery a minimally invasive transforaminal interbody fusion at l5-s1. Approximately 6 weeks post-op patient underwent a revision surgery due to a screw head coming off of the screw post. The bone screw as well as the set screw and rod were removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.